Manufacturer narrative:
B7 continued: htn, hld, copd, seizures, dementia cognitive impairment, pulmonary hypertension, anemia, gerd, ckd, degenerative disc disease (ddd), back pain, obesity, skin cancer, sob, pedal edema. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to a limited amount of information received, it is unknown what could have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported to the implant patient registry (ipr), 6 years, 9 months post-implant of a 23 mm sapien 3 valve in the aortic position, the valve was explanted and an alternate valve was implanted. The reason for explant was severe calcifications on all three tavr leaflets. A cta that was completed prior to explant demonstrated that the valve appeared calcified but ruled out thrombus. The calcification of the tavr was confirmed during the redo sternotomy procedure, where the tavr valve was exposed during explantation, and it was noted by the surgeon, that the valve was severely calcified and had non-functional leaflets with severe stenosis. The cta also demonstrated that there was calcific degeneration especially involving the leftward facing leaflet which is restricted in motion. The pathology report confirmed that there was moderate atherosclerotic buildup present on each of the leaflets. The patient had a successful redo-sternotomy and root enlargement.